Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
It was reported that the unit's touchscreen was freezing and the battery information was missing from the pneumatics screen. There was no patient involvement. The manufacturer's remote service technician performed troubleshooting with the customer. The customer performed touchscreen calibration and the touchscreen issue could not be duplicated. The customer confirmed the issue was with the battery.

Manufacturer narrative:
G4: 07apr2020. B4: 21apr2020. The customer reported that the battery was replaced and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.